Event description:
The customer reported an issue with their freestyle flash blood glucose meter which suggests that the memory overwrite malfunction has occurred. There was no report of death or serious injury. No third party medical intervention was required.

Manufacturer narrative:
Customer returned meter with serial number. The complaint is under investigation and a follow-up report will be filed once the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.